Manufacturer narrative:
Based on the information provided, the causes of the intra-operative complications and customer reported failure mode cannot be determined. Intuitive surgical inc. (Isi) has requested the cadiere forceps instrument used during this event to be returned for failure analysis evaluation, but has not been received. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, the suspect cadiere forceps instrument (lot #k11211025-0096) has not been reused in subsequent procedures while the other cadiere forceps instrument (lot #k11211025-0097) has been used in subsequent procedures. An isi clinical development engineer (cde) reviewed the images of this event and provided the following: from the images provided, the cde indicated that the burr is not visible. The customer provided another image which showed the distal tip of a cadiere forceps instrument with the jaws opened. The grooves of the jaw are visible and consistent, until about midway in the grooves, there is an abnormal groove/texture. The customer stated this abnormal texture is what they are referring to as a burr and what caused the reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted roux-en-y gastric bypass procedure, a cadiere forceps instrument had a defect at the tip of the instrument that caused damage to the bowel. The surgeon repaired 3 holes found in the bowel with sutures. The causes of the customer reported failure mode and intra-operative complications are unknown.

Event description:
It was reported that during a da vinci-assisted roux-en-y gastric bypass procedure, a cadiere forceps instrument had a burr at the tip of the instrument that caused a tear in the bowel. The surgeon reportedly repaired the bowel to resolve this issue; however, the specifics of how the bowel was repaired are unknown. The procedure was completed robotically. The surgeon said the cadiere forceps had a sharp edge that was abnormal for the cadiere forceps instrument. The surgeon said the reported defect was a sharp, pronounced edge. The surgeon had grasped the bowel three times with this instrument and it caused three holes in the bowel. The surgeon said these three holes were discovered when they were performing a leak test. The surgeon ran the bowel and sutured these three holes after replacing the cadiere forceps instrument with a tip-up fenestrated grasper instrument. The surgeon said one hole was next to the gastro-jejunostomy anastomosis and that this hole increases the patient¿s risk for future complications. The surgeon said the patient is doing fine post-operatively without any complications. The surgeon said they do not know the cause of this sharp edge, but said they could see it being a sterile reprocessing issue. The surgeon said they were not using energy when this cadiere forceps instrument was in use.

Manufacturer narrative:
Additional information can be found in sections: b1, d9, g3, g6, h2, h3, h6, and h10. Device evaluation information can be found in sections: h6 and h10. Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate or confirm the reported event. The instrument was not found to have any mechanical indentations or burs. The instrument was not found to have any loose, frayed, or broke cables. The instrument was placed and driv0en on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument was tested multiple times and it passed. There was no problem detected. A visual inspection of the grip tips under the microscope found no visible burrs on either of the grips. The instrument was installed on an in-house system and no issues were observed with engagement and recognition. The instrument was able to be moved intuitively in the full range of motion. A piece of paper was gripped with the tips to identify any possible burs, but none were found and no tears in the paper were observed. The instrument was removed from the in-house system and the glove test was performed, where a gloved hand was run across the distal tip of the instrument and the glove did not catch at any point, indicating no burrs were present. The test was performed on both of the grips in multiple directions, and also was performed on the distal pullies with the grips pitched up and down. The complaint of "burs on the tips" could not be confirmed.

Event description:
Refer to h10/h11 for follow-up information.